Manufacturer narrative:
Additional information: h11. H11: one device was received for evaluation instead of ten. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between january 6-8, 2025. H11: ten devices were received for evaluation. Visual inspection was performed and fluid was noted inside the housing. Further inspection on the samples revealed leak was coming out at one side of the bladder crimp, inside the housing. The reported condition was verified. The cause of the issue was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of large volume infusors were leaking from the balloon inside the device. Slow leaks were observed after compounding in kiro oncology during refrigeration of the pump and dextrose 5% in water diluent prior to patient specific compounding. No patient was connected during the event. Droplets were observed coming from the bottom of the balloon (between the plastic of the pump and the balloon itself inside the pump). There was no patient involvement. No additional information is available.